Event description:
It was reported that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.